Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: une entered patient's room at 0715 to do vitals and assessment and found that patient's continuous heparin drip was not attached to patient's IV and dripping onto the floor. Patient stated it probably had fallen undone and that they was not sure how long it had been dripping onto the floor for instead of infusing into patient. Writer told primary nurse, primary nurse reattached the heparin infusion to the IV and ordered a stat anti xa to be done. Primary nurse ended up having to give a bolus of heparin and change the rate once the anti xa came back quite low. Who was affected?

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: une entered patient's room at 0715 to do vitals and assessment and found that patient's continuous heparin drip was not attached to patient's IV and dripping onto the floor. Patient stated it probably had fallen undone and that they was not sure how long it had been dripping onto the floor for instead of infusing into patient. Writer told primary nurse, primary nurse reattached the heparin infusion to the IV and ordered a stat anti xa to be done. Primary nurse ended up having to give a bolus of heparin and change the rate once the anti xa came back quite low. Who was affected? Patient.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.